Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned distal portion of the driveline from heartmate ii lvas, confirmed external wire damage to the brown wire that would have contributed to the low speed operation events and pump stoppages captured within the submitted log files. Log file evaluation showed multiple low speed operation events and pump stoppages between (B)(6) 2019 and (B)(6) 2019. All abnormal pump operation occurred while the patient was supported by their mobile power unit. The patient underwent a distal end driveline replacement on (B)(6) 2019. Visual inspection of the returned distal segment of the driveline showed that it was cut approximately 10.5 inches from the distal end metal connector, and approximately one half-inch segments of all wires were also returned. The driveline was tested for continuity in the condition it was received and revealed no discontinuities or shorts. The silicone sleeve was cut approximately 2 inches from the metal connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown approximately 2.5 inches from the metal connector. The layers were carefully removed, and visual microscopic inspection showed a breach in the insulation of the brown wire approximately 2.5 inches from the controller connector. The observed wire damage appeared to be the result of repetitive flexing of the driveline in this location. The remaining wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damage to the insulation of the brown wire would have contributed to the observed low speed operation and pump stoppages if the exposed conductor from the brown wire made contact with the braided shield while the patient was operating on the mobile power unit, resulting in a short to shield. The heartmate ii lvas IFU covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019 the patient had a pump speed of 4000 rotations per minute while on power module. Patient was instructed to stay on battery and come to the clinic as soon as possible. Patient is currently in cardiovascular intensive care unit on an ungrounded cable. Patient's controller was changed since log files were obtained. X-rays to follow. Log file analysis captured pump stops on (B)(6) 2019. These continue to occur intermittently throughout the remainder of the log file. All of the pump stops occurred while the patient was connected to the mpu. This is suspect of a percutaneous lead short to shield. Percutaneous lead images submitted are unremarkable. Customer would like to go forward with external percutaneous lead repair. External percutaneous lead repair performed on 30 aug 2019 without issue. New driveline connected approximately 9 inches from exit site. Patient expected to be released to home after observation on a regular grounded patient cable.